Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes where electromagnetic interference (emi) was over sensed. The over sensing of the emi resulted in an inappropriate shock and anti-tachycardia pacing (atp) therapy. Emi also caused pacing inhibition and more than two seconds asystole. The physician was urged to contact the patient and determine what was doing on that date and time. The crt-d remains in service. No additional adverse patient effects were reported.